Manufacturer narrative:
H6: medical device problem code 1494 ¿ indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle after an interventional procedure with a large hole sheath. No pre-close technique was used in a large-hole arterial puncture site. Reportedly, there was no suture attached to the needles with plunger removal for the first prostyle device. The second prostyle was deployed; however, the suture came out of the anatomy with device removal. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported needle to cuff miss was confirmed. It should be noted that the electronic prostyle instructions for use (eifu), state: for access sites in the common femoral artery using 5f to 21f lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.